Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign unknown source via a manufacturer representative regarding a patient who was receiving an un known drug via an implantable pump for an unknown indication for use. It was reported that the pump just stalled and recovered for no apparent reason.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the motor stall occurred on 2018-oct-16 at 19:37 and recovered the next day on 2018-oct-17. The manufacturer representative confirmed the motor stall. It was also confirmed that the alarm was heard by the patient and his wife. It was reported the consultant had determined that the patient was working with magnets at the time and feels that was the reason for the stall. The pump was stopped and the covered the patient with oral therapy. Once the consultant determined that the patient was working with magnets and he restarted it again and the pump was not explanted. The pump was delivering morphine [15.0 mg/ml] at the time of the event.

Event description:
Additional information received indicated that the pump had been explanted and would be returned.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2019. It was reported that the pump was explanted (B)(6) 2019 and the hcp couldn't find the explanted pump but had finally located it for return. It was noted that the patient had some symptoms of withdrawal but they were managed by the consultant. The consultant decided to explant the pump only and not to reimplant. It was also noted that the magnet that the patient was working with were just ordinary magnets in a shed in his garden, and that it was just an opinion ofthe consultant. Additional information received also indicated that the dose of morphine [15.0 mg/ml] being delivered at the time of the event was 0.6 mg/day and that the pump was implanted (B)(6) 2013.

Manufacturer narrative:
Analysis identified residue in the motor gear train and wearing on the upper and lower shafts of gear number two that is likely related to the reported motor stall. If information is provided in the future, a supplemental report will be issued.